Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni. An initial result of 0.487 ng/ml was released out of the laboratory and questioned by the physician. There was no impact to patient care. The customer retested the sample (not centrifuged) on the same instrument, in duplicate, and obtained results of 2.164 ng/ml and 0.023 ng/ml. The customer then retested the sample (centrifuged aliquot) on the same instrument, in duplicate, and obtained values of 0.014 ng/ml and 0.013 ng/ml. The customer reported the result of 0.014 ng/ml to the hospital. The sample was also tested through an alternate methodology and a normal result, within the reference range, was obtained. System parameters (including qc and calibrations) were performing within the assay and instrument specifications. System check, performed following the event, passed within instrument specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.